Manufacturer narrative:
(B)(4). The lot was manufactured from october 1, 2015 - october 2, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection revealed that the reservoir was ruptured. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume infusor ruptured. This occurred after the device was filled with fluorouracil using a baxa pump and during patient infusion. The reporter stated that a closed system transfer device (cstd) was attached to the infusor¿s line instead of the blue cap, which was not normal practice as the facility was trialing the use of the cstd. There was no patient injury or medical intervention associated with this event. No additional information is available.